Manufacturer narrative:
Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed on a prismaflex st100 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information added to h3, h6 and h10 a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however, a photograph and a video of the impacted set were provided. Their visual inspection observed an external fluid leak from the y connector of the w line. The reported condition was verified. The cause is a supplier issue. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.